Manufacturer narrative:
Product complaint # : pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Was there a surgical delay because of this event? If yes, what was the duration of the delay? There was not a surgical delay. The patient had a surgery (primary total hip surgery) on (B)(6) 2017 and on (B)(6) 2020 he had revision hip surgery because too much debris of the liner component. B. Affected side? Right side. Due to the nature of the reported event, and in accordance with our procedures, we are required to request the following information to assist in the investigation. Please could you let me know if any/none of this information is available: radiographs/x-ray films please provide all x-rays relevant to the reported event for example. Yes, I have just attached those in this email. Pre-operative, post primary, pre-revision and intervening time points. I only have the dates of the surgeries: primary total hip replacement: on (B)(6) 2017. Hip revision surgery: on (B)(6) 2020. Patient demographics: the following are the types of patient demographics we require: relevant comorbidities, date of implantation, date of revision, operative side, age at the time of the procedure, weight, height, and activity level . Excerpts from the clinical correspondence: please provide all correspondence relevant to the reported event. For example: relevant comorbidities: na. Date of implantation: on (B)(6) 2017. Date of revision: on (B)(6) 2020. Operative side: right. Age at the time of the procedure: 58 years old. Weight: 98 kg. Height: 160 cm. Onset of symptoms, trauma, other devices, leg length discrepancy, gait patterns, medical investigations or any other issues the complainant feels important. Waiting that surgeon provide us that information. Implant insertion op notes:- please provide all notes relevant to the reported event for example: reason for implant insertion, device labels, surgery report, physiotherapy report, early falls and/or dislocations. Waiting that surgeon provide us that information. Device labels (document attached ¿primera cirugia.pdf¿). Implant removal op notes: please provide all notes relevant to the reported event for example: - - reason for revision, surgeon report and product and lot codes of devices remaining in situ. If no additional information is available, state this in your response. We appreciate your help in ensuring that we investigate this complaint in a timely manner. The patient need a revision surgery because ¿too much liner component debris¿. Waiting that surgeon provide us more information. Product and lot codes devices remaining in situ: ref:(B)(4) (pinnacle porocoat acetabular shell sector 50mm od) ref: (B)(4) lot: h13000 (summit femoral stem 12/14 taper tapered w/porocoat size 7 std) labels of the revision hip surgery are attached in this email like ¿gasto cirugia de revision¿.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray images found evidence of a disassociation event. For the femoral head, there was no evidence of implant fracture any anything else indicative of a device non-conformance. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (medical device problem code: appropriate term / code not available (a27) used to capture incident identified which might, directly or indirectly, lead to a temporary or permanent serious deterioration of a patient¿s, user¿s, or other person¿s state of health).

Manufacturer narrative:
Product complaint #: (B)(4). Products reported in this event were previously reported through synthes on (B)(4) and submitted in error under mrn 8030965-2021-04739. The submission under mrn 8030965-2021-04739 was due to a product code that was provided incorrectly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary total hip replacement. Liner component had too much debris after 3 years and 7 months of implantation. Reason for revision surgery was due to pain and too much debris. Pinnacle marathon polyethylene acetabular liner +4 removed due to too much debris and wear. Dor: (B)(6) 2020.